Event description:
A voluntary medwatch report was received on 10/01/2024. It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5159277.